Event description:
It was reported that the customer passed away. The cause of the death was not known at the time of the report. The customer was wearing the insulin pump at the time of death. Prior to the event, a prime of 40.5 units was delivered. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored and no unexpected primes were observed. The button press history showed a manual prime was manually programmed on the date of the event. After testing, it was concluded that the device operated within specs.